Manufacturer narrative:
Stn # bn 880217terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory ofterumo corp., (manufacturer). Exemption number: e2015056.investigation: the whole blood collection set was not available for return for evaluation.the lot number was not specified by the customer. Reserve samples of a lot that was shippedto the customer in the timeframe, therefore, lot number 170529kk were visually examined andthe solution volume and solution composition were tested, with no abnormalities noted.the manufacturing and testing records of lot 170529kk were reviewed with no abnormalitiesnoted.root cause: a definitive root cause for the observed elevated wbc count remainsundetermined at this time. As an increase of wbc contamination complaints were noted for lot170529kk, further investigation was performed. Investigation results indicated that the cause ofhigher-than-expected wbc content in the whole blood product was due to the maximum poresize of the filter membrane is likely to increase according to the combination of multiple parametersin manufacture of leukoreduction filter membranes and wbc contamination is likely to occurfrequently in the product lots of which the maximum pore size of the filter membrane hasincreased. Therefore, lot number 170529kk, the combination of the multiple parameterssuggested the tendency of the increase in the maximum pore size of the filter membrane.corrective action: an internal CAPA has been initiated to review the combination of themultiple parameters suggested the tendency of the increase in the maximum pore size of the filtermembrane.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing,therefore no patient information is reasonably known at the time of the event. The customer declined to provide lot information and the white blood cell (wbc) count. The whole blood collection set is not available for return because it was discarded by the customer.